Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected: (no code available (3191) is used to capture the device revision or replacement). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Visual examination of the provided photographs confirmed the reported event. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : device history reviewed: 1 unrelated non conformance on this batch. Micro and sterility tests passed complaints database searched: a complaint database search finds no additional reports against the provided product and lot combination. Based on the inability to find any other related incidents against the provided product and lot code, it is reasonable to conclude that there are no anomalies regarding manufacturing or inspection contained in the device history records that would contribute to the reported event. Total for lot number: 0. Complaints received by cmw in the last 12 months for this issue ¿ by product code: 82 by product family: 140 (89x smartset mv, 51x smartset hv)

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records indicate he received same day bilateral total knee replacements. Primary surgeon noted that the patient's left knee mcl tendon was injured intraoperatively, requiring suture anchor-type repair, and post-op knee bracing for recovery. (B)(4) addresses this event. Records also reported that his primary surgeon indicated patient was experiencing right knee pain and x-ray evidence supporting implant loosening of the right knee tibia. There was referral to another surgeon, and a post-operative dressing change note ((B)(6) 2017) indicating that a revision had taken place, but no date or operative revision records are currently available. Doi: (B)(6) 2015; dor: unknown; (right knee).